Event description:
During a subacute bronchoscopy the bronchoscope got stuck in the tube and the distal part of the scope broke off and ended in the main bronchi and had to be retrieved. The scope was used with et tube 8.00 mm and was unable to move up and down. The tube was unaffected and had no traces of damage or deformity. The patient outcome was not affected.

Manufacturer narrative:
The defective device has been discarded by the user. Lot number was not provided. The investigation was based on a photo provided by the user and a simulation performed on a sample to replicate the failure by using an et tube (ID 7.5mm) to represent the tube used during the incident. The scope was inserted until the distal end came out of the et-tube. During removal the scope from the et-tube, the bending manipulator was activated caused by the bending section which was not in a straight (neutral) condition due to the scope stuck inside the tube. The excessive force to remove the scope with the distal end hooked outside the et-tube caused that the distal end of the scope was detached from the bending section. Conclusion based on the simulation test was that user had used excessive force to remove the ascope from the et tube causing the distal end to be detached from the bending section and left inside the main bronchi. The IFU has a warning information about withdrawal of ascope 4 broncho. The user should keep the distal tip in the neutral and non-deflected position. The user should not operate the control lever, as this may result in injury to the patient and/or damage to the endoscope. Further, according to the IFU for ascope 4 broncho family the user should always make sure that the bending section is in straight position (neutral/non-deflected) and excessive force should not be used when withdrawing the endoscope. The product risk evaluation has been evaluated and the risk is assessed as acceptable. No remedial, corrective or preventive actions are taken as a result of this event. Ambu will keep monitoring this issue and take actions if necessary.